Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event summary: it was reported that the patient received an implant on (B)(6) 2019 and during the surgery, durasul alpha insert neutral jj/36 could not be fixed. The surgical technique for the product was utilized but the insert could not be anchored rotationally stable, it was loose. To finish the surgery, it was implanted another insert of the same product which could be fixed properly. Review of received data. - no further due diligence required as all required information to support the conclusion is available/was already requested. - no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the articulation side of the insert is inconspicuous. On the backside of the insert the pole pin of the insert is damaged. Additionally, the backside shows two sets of three indentations from the shell's spikes. The two sets of the indentations are not rotationally symmetric around the pole pin. Based on this visual examination the reported event, assembly issue, can be confirmed. - measurements: the durasul inlay was autoclaved at the hospital site for disinfection, which may have altered the dimensions of the inlay. Therefore, the durasul was not measured. Review of product documentation. - this device is intended for treatment. - the compatibility check could not be performed as only the insert has been reported without the shell. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. - surgical technique: position the liner over the entrance plane of the shell and rotate clockwise. The peg of the polyethylene liner must be inserted into the pole plug hole. Complete seating of the liner with a light hammer blow. If the liner can still be rotated after light impaction, this indicates mispositionning, nonconcentric, or soft tissues interference between the liner and the shell surfaces. In such situation, remove the liner, clean both surfaces and introduce the liner back into the shell, making sure it is properly centered and repeat the seating procedure. Once the liner remains steady after light hammer blows, finalize seating with final impaction. Conclusion summary it was reported that during a surgery on (B)(6) 2019 a durasul alpha insert neutral jj/36 could not be fixed. The surgical technique for the product was utilized but the insert could not be anchored rotationally stable, it was loose. To finish the surgery, it was implanted another insert of the same product which could be fixed properly. As reported, the insert had been autoclaved before returning. The dimension could be affected by the high temperature, therefore could no longer reflect the state during the event. Nevertheless, the measurement was performed and shows the liner was slightly deformed to an oval shape. It is unclear if the deformation was resulted from the insertion, handling or the autoclaving. Nevertheless, the quality records of all products show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did / did not identify a non-conformance or a complaint out of box (coob). The visual examination revealed that the pole pin of the insert is damaged and two sets of three indentations from the shell's spikes. Based on the antisymmetric locations of the indentations it can be assumed that the insert was in a slightly inclined position when it was impacted. Moreover, it is also possible that the pole plug was not aligned or not screwed entirely into the apical hole leading to reduced total depth for liner to seat in. Other possible cause that contribute to the difficulty of liner insertion includes presence of soft tissue or debris between shell and insert. In conclusion, it is assumed that the insert was in a slightly tilted position within the shell prior or during impaction leading to the assembly issue. However, it is unknown to which extent each of the mentioned factors might have played a role in the slightly tilted position leading to the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: durasul, alpha insert, jj/36; catalog no#: 01.00013.710; lot#: 2984845. Therapy date: (B)(6) 2019. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side, the product could not be fixed as it was found to be loose. Another product was used to complete the process.